Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician was attempting to use a nanocross elite pta balloon device to treat a left mid superficial femoral artery lesion in a patient with plaque with 80% stenosis and little tortuosity and calcification. A 0.014 nitrex wire was used with a non-medtronic 6fr sheath and non-medtronic inflation device. 50/50 inflation fluid was used. There was no damage noted to packaging (shelf carton, hoop/tray). There were no issues noted when removing the device from the hoop/tray. The device was prepped as per IFU. It was reported that the balloon burst at 14atms, ballooning post stent. The device passed through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used. The procedure was completed with a non-medtronic balloon. No patient injury reported for this event

Manufacturer narrative:
Product analysis: the device was returned to medtronic investigation lab for evaluation. The device was returned inside the product shelf carton within a biohazard bag. Device returned, coiled and no ancillary devices were received for evaluation. Visual inspection of the balloon confirmed a longitudinal tear on the balloon profile. Under the microscope the longitudinal tear is visible from adjacent to the proximal marker band to approximately center of the balloon. No functional testing could be carried out and no further damage is evident to the device. During analysis of the returned device a longitudinal tear was noted on the balloon profile. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device was passed through a protégé everflex stent. There was no damage to the stent. No intervention was required. The balloon was still intact on the balloon catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.